Event description:
It was reported that at the refill appointment, the medication from the pump was aspirated under ultrasound guidance. When the pump was filled, there was a pocket fill of approximately 5 ml of medication. The patient had overdose symptoms, became short of breath and then coded. The patient was transported to a hospital via ambulance; the patient was intubated and given narcan. The medication in the catheter and pump tubing was infumorph 10 mcg/ml, the pump was being filled with fentanyl 15,000 mcg /ml. The patient¿s status at the time of the report was unknown. It was later reported that the patient had a pulmonary embolus seen by MRI and CT, and the pump was interrogated and the medication was aspirated (12 ml) by healthcare professional (hcp) and replaced with 10 ml of preservative free saline. The pump was programmed to run at minimum rate and updated by the hcp. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058117r, implanted: (B)(6) 2001, product type: catheter. (B)(4).